Manufacturer narrative:
Other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a health care professional (hcp), manufacturer representative, and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) was not working. The black cord appeared to have nicks in it, was damaged, and looked like had been used and broken. The patient was recently implanted on (B)(6) 2016. The patient opened the insr bad and discovered that the equipment they received was not brand new and looked like it had been used. The box had already been opened. This was reported to be an out of box failure. The manufacturer representative was contacted by patient services and reported that the patient was given brand new equipment. The health care professional (hcp) reported that the patient purchased new equipment but there was used equipment in the bag. It was reported that on (B)(6) 2016 the patient suddenly stopped feeling stimulation. The manufacturer representative reported that they would see the patient on (B)(6) 2016.

Event description:
Additional information was received from the manufacturer representative reporting that the patient did not have a dysfunctional recharger. It was in full working order and was charged fully by the patient. The loss of stimulation was related to their battery depleting and was resolved at the patient's appointment yesterday (B)(6) 2016 by charging. Impedance was checked and all were within normal limits. The patient had no injury and no issues with recharging. The patient had drainage from their incisions which was being monitored by the health care professional (hcp). The manufacturer representative had no further information regarding this patient.

Manufacturer narrative:
Correction to supplemental MDR 001: patient code ((B)(4) applies to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.